Manufacturer narrative:
The investigation on the universal surgical manipulator (usm) has been completed by failure analysis (fa). Fa was not able to reproduce the reported complaint. The usm was tested on an in-house system with a vessel sealer, sureform 30 stapler, sureform 45 stapler, 0-degree endoscope, 30-degree endoscope, bipolar forceps, multiple sterile adapters, and other instruments with no floating or instrument engagement issues. The unit was tested on an in-house system and passed normal mode. The system did not trigger errors 22020 on degree of freedom (dof) 5 and 8 but they were confirmed via error logs/system logs. The unit went through more testing on a psc fixture test platform (pftp) and passed direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The yaw and pitch sl assemblies, top plate, an dof 5 & 8 rotors with gearboxes will be replaced as a precaution to the reported problem. The complaint regarding the usm not working was not confirmed based on fa.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm is pending fa. The complaint regarding the usm not working was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which does show patient identifier (B)(6) as a related complaint (same issue, but on a different date). The fse visit and the fa results can be found on patient identifier (B)(6).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed engineer reported the staff in the operating room was encountering an issue where the universal surgical manipulator (usm) not working. The biomed was not in the room and could not do any troubleshooting. The staff was proceeding with the case with three system arms. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to review the logs as the system was not connected to onsite. The tse requested for the staff in the operating room to contact technical support for troubleshooting. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.